Event description:
It was reported that the vns patient was explanted on (B)(6) 2013 because the patient reported that ¿it is painful¿ and wanted it removed. Both generator and lead were explanted. The generator and lead were received by device manufacturer for analysis on (B)(4) 2013. The returned product form listed that the generator and lead were explanted on (B)(6) 2013 because the patient said it was painful. Attempts to obtain additional information have been unsuccessful to date. Analysis of the generator is underway; however, have not been completed to date. Analysis of the lead was completed on (B)(6) 2013. The lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the patient¿s pain.

Event description:
Analysis of the generator was completed on (B)(4) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse-disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.